Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-28392. It was reported that the patient presented for a schedule procedure. During the procedure while attempting to implant the right ventricular lead the physician had difficulty crossing the tricuspid valve and once connected and measuring on the psa, the r-waves were low. It was attempted to repositioned to a different location with the same issue. On a 3rd attempt, the lead dislodged. It was noted that the lead was having difficulties with the helix retracting and extending. The physician opted not to use the lead and when removing it; he noted it was difficult removing the stylet. A new rv lead was used. It was also noted that while attempting to implant the right atrial lead, multiple positions were attempted. However, the patient had fine afib with p-wave amplitude variation and undersensing. The physician opted not to use the lead and keep the device vvir. The patient was in stable condition post-procedure.